Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. Review of DHR found no discrepancies or anomalies associated with the manufacturing of the device. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed. No additional event information available.

Event description:
It was reported that the device's motor was frozen/ jammed but timing of the event was unknown. It was unknown if there was patient involvement. There was reportedly no impact to patient and/ or user. Due diligence information complete. No additional information is available.